Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain at the ipg site. As a result, the patient's ipg was explanted and replaced. The replacement ipg was implanted at a new location. Surgical intervention resolved the patient's issue.